Event description:
Reporter alleged obtaining discrepant back to back blood glucose results from the advantage system of 122, 221, 116, & 280 mg/dl. Reporter stated that on a different day obtaining discrepant back to back blood glucose results from the same system of 206, 97, 126, & 101 mg/dl. No specific timeframe was provided between the readings other than the reference to back to back testing. No treatment info was provided and it was not stated whether any actions were taken. A request was made for the return of the suspect device and replacement product was sent.